Manufacturer narrative:
Block e1 (initial reporter alternative phone number): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper gastrointestinal video endoscopy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands would not deploy and remained in the ligator cap. Several attempts were made, but the bands did not deploy. The endoscope along with the device were removed and replaced. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped.